Manufacturer narrative:
Information was received indicating that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) engineer performed troubleshooting by replacing the flow sensor assembly, and after testing, the asp engineer confirmed that the flow sensor assembly was faulty and needed to be replaced; however, the device was not repaired as the device was out of warranty. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.